Event description:
Reporter indicated that diagnostic testing on the patient's device has revealed high impedance results. Subsequently, the physician turned the device off; however, patient's guardian requested the physician to turn on the magnet mode. The patient is currently scheduled for surgical intervention. Good faith attempts are currently being made to obtain additional information on the patient's events.